Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call possible over delivery and low blood glucose levels. Customer alleged the insulin pump over delivered insulin and they were hospitalized. Customer did not give details, declined to troubleshoot and disconnected the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report in section describe event or problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer was in emergency room on (B)(6) 2020 with blood glucose was over 500 mg/dl for 18 hours. The customer stated that there was nothing wrong with the insulin pump and customer was covid 19 positive due to which blood glucose was throwing up and customer was not able to eat which led raised the blood glucose level to such high levels and that ended up in emergency room. The customer's high blood glucose treated with intravenous fluids. The customer was off of the insulin pump for two days, when they were having really high fever they went to the hospital, after throwing up they let customer put the insulin pump back on.